Manufacturer narrative:
Concomitant medical products: enlw1613c124e stent graft, implanted: (B)(6) 2010, enbf2513c166e stent graft, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold rose to high levels. The patient experienced dizziness. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.